Event description:
A surgeon reported that during a vitrectomy with removal of subretinal hemorrhage from the right eye, the surgeon was using reflux to wash the blood from the eye. This process was prolonged 5-10 minutes due to the amount of blood in the eye and as a result, a system message displayed and reflux stopped working. The surgeon decided to use an independent infusion with bss (balanced salt solution) without using the instrument; the bottle was raised in order to provide manual reflux. After the manual reflux, the doctor continued the procedure but the instrument "noticed" that it was not able to control the intraocular pressure and another system message displayed. The doctor ignored the message and the procedure was completed normally with no complications. There was no pt harm.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).